Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: one (1) battery charger (bch003916), one (1) battery charger ac adapter (bac004089) were returned for evaluation. One (1) battery charger ac adapter with unknown serial number was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned battery charger revealed that the device passed visual inspection and functional testing. No anomalies were observed within the input connector. As received, a power cord was not returned with bac004089. Failure analysis of the returned battery charger ac adapter (bac) revealed that the device passed functional testing. No anomalies were observed within the connectors. Visual inspection revealed damage to strain relief of the connector in output cable assembly; however, the observed damage did not affect the functionality of the device. Internal inspection of the devices did not reveal any anomalies. The battery charger and the battery charger ac adapter were able to function as intended; all connections were stable with no abnormalities observed. As a result, the reported damaged cable event was confirmed. The reported damaged battery charger power port and "fuse blow outs" events could not be confirmed. The most likely root cause of the reported damaged cable event can be attributed to wear and/or the handling of the device. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported "fuse blow outs" events can be attributed, but not limited, to a damaged power cord and/or a marginal connection between the battery charger ac adapter and power outlet. Additional products: battery charger ac adapter bac004089 d9: yes, return date: 25-aug-2021 h3: yes dev rtn to MFR? Yes h4: mfg date: 31-jul-2017 h6: img code(s): g04034 h6: FDA method code(s): b01 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d11 battery charger ac adapter unknown serial h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery charger exhibited a damaged power port associated with several fuse blow outs and a destroyed hospital room residual current operated circuit-breaker that had to be replaced. After a fuse blow out, the battery charger ac (bac) adapter exhibited a damaged power cable. The bac adapter power cable was exchanged with a power cable from another bac adapter. A fuse blow out occurred again, and the replacement residual current operated circuit-breaker became activated and it was recovered. The battery charger and bac adapter with the second power cable were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ battery charger ac adapter model #: 1640 / catalog #: 1640 / expiration date: unk / serial #: (B)(4) UDI #: asku, available for eval: no, mfg date: unk, labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery charger ac adapter model #: unk / catalog #: unk / expiration date: unk / serial #: unk UDI #: asku, available for eval: no, mfg date: unk labeled for single use: no (B)(4) additional information has been requested regarding the second battery charger ac adapter serial number, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.